Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2011, the device fails a self test due to a low battery. There are two further manual fails on (B)(6) 2011 due to a low battery. The device was left in fault mode and on 13th (B)(6) 2012, it failed a manual test. It passed two manual tests on (B)(6) 2012. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. Testing indicated that under load the battery voltage measure by the device was sufficiently reduced when the pad-pak was agitated to trigger the low battery warning. On visual inspection the positive pogo-pin appears to be pushed in slightly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.